Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 3.0 inr/2.3 inr; 2.3 inr/1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device evaluated by MFR: will not be returned to manufacturer.